Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-aug-2020. The most recent information was received on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. 927086) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), epicondylitis ("epicondylitis"), periarthritis ("capsulitis"), migraine ("migraines"), sciatica ("cruralgia") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the back pain, epicondylitis, periarthritis, migraine, sciatica, neck pain and weight increased outcome was unknown. The reporter provided no causality assessment for back pain, epicondylitis, migraine, neck pain, periarthritis, sciatica and weight increased with essure. Lot number: 927086, manufacturing date:2011-12, expiration date:2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of back pain ('lower back pain') in a female patient who had essure (batch no. 927086) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), epicondylitis ("epicondylitis"), periarthritis ("capsulitis"), migraine ("migraines"), sciatica ("cruralgia") and neck pain ("neck pain") and was found to have weight increased ("weight gain"). Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, epicondylitis, periarthritis, migraine, sciatica, neck pain and weight increased outcome was unknown. The reporter provided no causality assessment for back pain, epicondylitis, migraine, neck pain, periarthritis, sciatica and weight increased with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.